Event description:
The pump was set up with a 500cc bag of a chemo drug programmed at 21cc/hr, the infusion was started at 6pm. At 7pm it was noticed that 250cc had been infused from the bag. The pump was not removed from service, and by 1:30 pm the following day the bag was found empty. There was no report of patient injury of medical intervention. Attempts have been to obtain more details from the facility regarding patient information and why the pump was not removed from service when the overinfusion was first found, but no additional information has been provided. Should additional information be received a follow-up report will be filed.